Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm activating on the mobile power unit (mpu) was confirmed via testing of the returned mpu (serial number: (B)(6)). The returned mpu was initially evaluated by service depot. The unit was tested with a test system controller in a mock circulatory loop, and an intermittent audio alarm was active. The patient cable was replaced, and the alarm was no longer able to be produced. A full functional checkout was performed after replacing the patient cable and the mpu passed all tests without issue. The mpu was returned to the customer site and the replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The forwarded patient cable was connected to a test mpu. The test mpu was powered on and the intermittent audio alarm was reproduced. The test mpu was then connected to a test controller and operated in a mock circulatory loop; the pump maintained a speed above the low speed limit without issue, however, the alarm on the mpu remained intermittently active during testing. The atypical alarm cleared intermittently when the patient cable was manipulated by hand near the mpu connector. The outer jacket was removed from the patient cable to inspect the underlying shielding and wires, revealing cuts on the power return, echo, which carries the signal for alarms, and receiving communication wires, exposing the underlying conductors. There was a potential for contact between the echo wire and the patient cable shielding, which would result in the reported audio alarm. The root cause of the reported alarm was determined to be contact between the exposed echo wire and the patient cable shielding. The root cause of the damage on the echo wire could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. These sections also state that all mpu alarms are accompanied by an illuminated symbol and to contact the hospital contacts if there is an alarm on the mpu with no visual indication. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, describes how to properly care for and clean all the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 18feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called the emergency contact line after the mobile power unit (mpu) began alarming an mpu fault at around 00:15. The patient's backup battery functioned appropriately and the patient safely transitioned to battery power. The mpu was unplugged but the alarms continued so the patient removed the aa batteries to stop the alarm. The patient was stable and the mpu was exchanged with a loaner device from the healthcare facility. During the patient's next office visit no cessation of pump function was noted.